Event description:
"Crt" "booted" the phillips cardiac cath h5000. All systems were working correctly when the fluoroscopy unit was turned on. The pt was unstable when they came in into the room. Cath initiated. The fluroscopy part of machine failed to come on, with an error message reading "digital processing not working." The console was restarted multiple times, and the entire system was rebooted without success. They were unable to proceed with the procedure. The temperature of the room was 71f degrees, which was within the operating specifications of 64.4f to 82.4 degrees. Phillips' co tech replaced the bicom board that malfunctioned due to overheating. This device had received routine maintenance.